Manufacturer narrative:
Quality control (qc) prior to the event was within laboratory established ranges, but was showing some imprecision of wide range prior to the event. The fse also dis-assembled the pump to check the integrity of the o-rings and quad rings. The fse verified that the quad rings were worn and responsible for introducing bubbles into the buffer chamber. This resolved the air in the lines, but did not completely resolve the precision issue. The fse removed the flowcell, all electrodes and cleaned all the ports. The fse then re-assembled and re-installed the flowcell. This resolved the remaining precision issue. Per the fse, the flowcell did not visually appear dirty, and the customer is prompt with routine maintenance. Failure mode is unknown. While cleaning the flowcell resolved precision issues, it is not known if the ratio pump also contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false low sodium (na) results for three (3) patient samples. The results were not reported out of the laboratory. When the issue was discovered, the samples were repeated on an alternate dxc instrument in the laboratory and those results were reported. Patient treatment was not affected as a result of this event.